Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. No anomalies found.

Event description:
It was reported that during the implant procedure, the lead had high/unstable thresholds higher than 8v and impedance higher than 4000 ohms. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).